Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Patient through healthcare professional reported "capsulare contracture baker grade IV" "pain" and "deformation". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture baker grade 4" "pain" and "deformation". This record is for the right side. Device was explanted. It's unknown if the device will be returned.